Event description:
The pt presented an aneurysm at the a1 segment of the left anterior cerebral artery, of about 2 cm in diameter, leading to compression of the optic nerve with impaired vision. After introduction of the subject device, a dsa diagnostic was made to confirm the location of the neck; it appeared to be a broad based, that coiling of the aneurysm would have led to occlusion of the a1 segment with a relative thin anterior communicating artery, probably not sufficient to provide enough flow for the left a2 segment. The physician decided to remove the subject device and stop of intervention; while manipulating the tracker excel-14 microcatheter, the tip jumped out of the aneurysm and friction was felt. The physician pushed the catheter tip back, retrieved the subject device too fast, which resulted in the main coil knotting. The physician used 2 retriever-10 and a goose neck, but was not able to bring back the main coil, which had stretched because of the manipulation. Only the proximal segment was removed from the patient. The remaining segment, which was inside the aneurysm herniated into the parent vessel and had to be removed surgically. CT scan showed a small left anterior cerebral artery infarction in the area of the front polar artery, but the patient is still unconscious.